Event description:
It was reported by provider that the right and left latch block on power elevating legrests are cracked. The sheet metal on the power elevating legrests is stretched. Provider states that the casters are worn down.